Event description:
It was reported that the patient exhibited symptoms of redness and discharge at the spine incision. Lab work, on (B)(6) 2014, was positive for e. Coli. It was indicated that the patient did not have meningitis. That same day, antibiotics were administered to the patient and the entire device system was explanted ten days later. As of (B)(6), the event had resolved without sequela. The severity of the event was considered mild. The etiology was determined to be unlikely related to the device or therapy and possibly related to the implant procedure. It was noted that pre-operative intravenous antibiotics, intraoperative antibiotic irrigation, and post-operative antibiotics were administered. The explant had occurred prior to therapy initiation; no drugs were in the pump at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).